Event description:
Pt underwent left total hip replacement on 8/4/92. Pt presented to md for routine follow-up. Radiographs revealed a dislodged acetabular liner. On 11/16/95 pt underwent revision of the acetabular component with exchange of femoral head component.